Event description:
It was reported by a physician in (B)(6) that there was a vns patient with a viral infection; however, it is unclear where this infection was. The patient's parent appears to believe vns could have contributed to the infection. The patient was implanted on (B)(6) 2012 and on (B)(6) 2012 he had a fever that was 40 degree for 3 days and went into a coma after. Before the implant, he had around two seizures per month, duration around 1 minute. After being implanted, his seizure rate was nearly the same as before. He was sent to another hospital as palliative care. On (B)(6) the patient still remained in a coma and no further vns interventions were planned. No further information has been received at this time.

Event description:
No further information can be attained in regards to the patient's death or seizure/coma events. The patient had no change in their seizures since being implanted with their vns. They were implanted (B)(6) 2012 and went into a coma around (B)(6) 2012. The patient's viral infection and fever started after the patient changed their medication without a physician order to do so. No autopsy will be performed and no death certificate is available. No products were explained for return for analysis.

Event description:
The patient's doctor did not think their fever, viral infection or coma where vns related. The patient was given a different medicine when he was in a coma. But unfortunately there was no response. The patient had fever for three days before it was discovered that they had a virus. All diagnostic testing was reported to be ok. Additional information was received that the patient died. The cause of death has not been determined at this time and is under investigation, but reported per their treating physician to not be vns related.

Manufacturer narrative:
.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: supplemental MDR #1 inadvertently did not change the outcomes attributed to the adverse event. Type of reportable event, corrected data: supplemental MDR #1 inadvertently did not change the type of reportable event to capture the patient's death.

Manufacturer narrative:
Describe event or problem. Omitted information from initial report.